Event description:
It was reported that during a lap low anterior resection procedure, per the surgeon: patient had a lot of clots and blood when a rectal examination was performed. There was a drop in the hemoglobin level also. Bleeding was noticed post-op and staple line was packed with gel foam and epinephrine. No need to go back in laparoscopically. The bleeding was taken care of post-op transanally. There were no other reported patient complications.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.